Event description:
It was reported that the patient came back after a few years of implant placement because the abutments were loose, therefore they were removed alongside with the crowns and the abutments were replaced. The doctor also cleared bone or tissue away from the platform of the implants at tooth locations #12 and # 13. Bone loss was also reported. The implants remain implanted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided d10: tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm/ lot number-63852153 d10: tsv4b10, imp,tsv,4.1mm,sbm,10/ lot number-63854745 e1: email address unknown / not provided product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The reported device was returned however, a device malfunction could not be verified. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2120004936. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120004936 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, device malfunction could not be verified or was not established. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.